Event description:
On 2/7/2022, it was reported by a sales representative via email that an ar-2324bcc-2 swivelock anchor frayed and produced debris when it was inserted about half way down the bone. Surgeon used an ar-1927pbs punch to prep the bone socket for the anchor and loaded an ar-7501 suturetape into the eyelet of the anchor. When surgeon had inserted the anchor, about half way down, the anchor started peeling like a pencil in a pencil sharpener. Surgeon was able to twist out and remove both the anchor and debris. A second bone hole was created using an ar-2324ptb tap and an ar-2324bcc-2 swivelock anchor was inserted to complete case. No further issues has been reported. This was discovered during a supraspinatus tendon repair.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.